Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined the cause for the reported issue was due to corrupt memory on integrated circuit, designator u2.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate and verify the reported issue. Physio replaced the user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present and there is an event code logged in the memory of the device. When attempting to power on the device, the device boots up to a white screen and the power must be cycled to resolve the issue. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.